Manufacturer narrative:
The drill attachment was received by the MFR; however, the complaint could not be replicated. Based on the results of the device eval, the drill performed according to all specs and was returned to the user facility.

Event description:
It was reported that the drill attachment heated up. This event did not occur during a surgical procedure. There was no pt involvement, no user injury reported, and no adverse consequences alleged.